Event description:
Initial result for a patient co2 was 58. When repeated, the result was 25. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.